Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/31/2015 with the following findings: the black box showed multiple pump reboots post replace battery alarms and low battery ((B)(4) alarms and (B)(4)) warnings. No battery cap was returned, so a test battery cap was used to complete the investigation and was able to fit to the pump. The pump was unable to power up and was completely unresponsive; therefore, the original complaint could not be adequately investigated. The pump cover was removed and moisture corrosion was found internally. Unrelated to the original complaint, the battery compartment was cracked. There was moisture corrosion observed on the display screen inside the pump. The pump failed a leak test due to a crack between the display lens and the case seal. (B)(4).